Event description:
It was reported the pt stopped recharging her ipg as recommended. As a result, the ipg has become inoperable. An sjm rep attempted to troubleshoot using a programmer but it was unable to communicate with the ipg. Surgical intervention might be undertaken to provide resolution.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.